Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the 2nd february 2010 and performed to specification up to the 3rd january 2016. The pad-pak was removed on two occasions during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between the 31st august 2016 and the last log entry on the 12th september 2016. Investigation found the fault can be attributed to a membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.